Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was duplicated and attributed to the external paddles. Replacemant paddles were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pad short" message with defibrillator external paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.